Event description:
The customer reported a severed IV set leaked chemo while infusion on a patient. The customer believes the pump door severed the IV set. There was no patient harm and medical intervention was not required. No further patient or event info is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the cause of the customer's report that the set leaked while infusing. The customer stated the set has been discarded and is not available for failure investigation.